Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the screwdriver tip broke when the screw was inserted during the operation for the left hand. The surgeon was not using the driver forcibly. There was no residual inside the body."

Event description:
As reported: "the screwdriver tip broke when the screw was inserted during the operation for the left hand. The surgeon was not using the driver forcibly. There was no residual inside the body."

Manufacturer narrative:
The reported event could be confirmed. The device was returned and inspected. The inspection showed the following : the tip is indeed broken. However, the depth gauge doesn't show any additional major damage. Moreover, a microscope investigation was held. The surface breakage shows a typical fatigue features (shiny and dully surface) a sign that the device was in use for a long period. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event:- the device had experienced excessive use or force and became susceptible to breakage: the device was manufactured in 2016, the event occurred in 2021. Therefore, the device was in use for almost 5 years. As mentioned in the cleaning and sterilization guide " stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device." Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.